Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the implant procedure there was a question of whether or not the screw of the lead was coming back all the way when retracted. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was able to be fully extended and retracted in specification. If information is provided in the future, a supplemental report will be issued.